Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during the initial drain was not confirmed due to a lack of sample. The batch review was not performed because the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA number (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in set) alarm that appeared on the homechoice (hc) unit during initial drain. The technical service representative (tsr) explained the alarm and had home patient (hp) cycle the power twice. The tsr explained hp would need to start over with new supplies and notify the nurse. On (B)(6) 2010, the hp was contacted to arrange for the set to be returned for evaluation but the hp reported it had been discarded the prior day. The hp stated he thought he knew what caused the problem. The hp was not completely priming the patient line resulting in air in the line. The patient reported he has not had any further problem now that he primes the entire line. The patient was able to continue therapy. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4).